Event description:
Reported event of gastric outlet obstruction, nausea and vomiting in five gastric banding pts from abstract: "assessment of 30 day readmissions for pts undergoing primary bariatric procedures ", surgical endoscopy and other interventional techniques. (April 2013) vol 27, supp. (B)(4). MFR of the device is unk. It is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents all five pts.

Manufacturer narrative:
(B)(4). Attempts to reach the reporter of the complaint have been unsuccessful. Since allergan has not yet rec'd this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Obstruction, nausea and vomiting are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food." "Pts must be cautioned to chew their food thoroughly. Pts with dentures must be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." Device labeling addresses the reported events of nausea and vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage."